Manufacturer narrative:
H4: d5 information unavailable. H6: code 400(other): damaged firing mechanism.

Event description:
The ez35w was used during a laparoscopic assisted vaginal hysterectomy. After firing the ez35w, the staple line bled and there was difficulty controlling it. Clips were used to control the bleeding. Another ez35w was opened to complete the case. There was no consequence to the pt.